Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient awoke at night to use the bathroom, fell, struck their head, lost consciousness, and subsequently received staples and a CT scan in the emergency department; the patient was uncertain whether hypoglycemia, recent iron infusion, or mechanical factors contributed, and no device alarms, malfunctions, or data were available. Symptoms included head injury and loss of consciousness. Outcomes included emergency treatment with head wound closure and imaging without further complications. Investigation included review of available complaint details and user interview. Investigation of this case revealed insufficient evidence to link the event to device performance or component failure, and no device-related problem could be identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.